Manufacturer narrative:
Device is a combination product. Device code # 1059 relates to component code # 515. Device code # 2524 relates to component code # 515. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified distal right coronary artery (rca). Plain old balloon angioplasty was performed. The physician was unable o cross with a 2.75x32mm (B)(4) stent. The stent was removed from the body to perform additional angioplasty. It was noted that the stent edge got flared. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is good.